Event description:
It was reported by maude event report# (B)(4) that during a thoracoscopy procedure, when the stapler was removed from the chest it was noted the cartridge was missing from the staple gun. Cartridge was noted to be in the chest and the surgeon is unable to remove it via scope. The procedure converted to open and cartridge is retrieved. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.